Manufacturer narrative:
Product complaint # (B)(4). The following information was requested and the following was obtained: when did the needle detach- in the package/during dispensing(before use on patient)/ during suturing (use on patient)? During suturing (used on patient). How was case completed? Used another set of suture. Any adverse patient consequences? If yes, what medical/surgical intervention was provided? None. Evaluation: retain sample evaluation: five retain samples of incident codes and lot number were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects. No defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects. No defects were observed. The needles were inspected for any attribute defects. No defects were observed. The retain samples were tested for needle pull test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to performance-pull off suture needle, needle pull off test is applicable & measurable parameter. Needle pull-off test was performed over five retain samples to check the behavior of the swaging process. The average needle pull value of the retain sample was found to meet average requirement. All the individual as well as average needle pull-off values were found to meet the specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Actual sample evaluation: a used needle-suture combination of product was returned for analysis. During the visual inspection of the used sample, no detached needle was noted; marks on the edge needle and damage on the suture that appears to be by use of surgical instrument could be observed. A functional test was performed the pull force is below the minimum requirements due to the damaged on the suture. Due to condition of the opened sample, the assignable cause of performance pull off suture needle suggests an improper handling.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the needle detach- in the package/during dispensing(before use on patient)/ during suturing (use on patient)? How was case completed? Any adverse patient consequences? If yes, what medical/surgical intervention was provided? Is the product being returned for evaluation?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle detached from the suture. There were no adverse patient consequences reported.